Event description:
It was reported that the patient presented for follow-up in clinic. It was noted that the patient's implantable cardioverter defibrillator (ICD) was under sensing during an episode of ventricular fibrillation (vf) resulting in delayed therapy. The ICD was successfully able to terminate the vf. No programming changes or intervention took place at this time. The patient was in stable condition.